Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer noted the endoscope had a split picture on one of the lens when the surgeon looked through the surgeon side console (ssc). The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported issue. Endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was missing. Fragments of adhesive of the distal wind were missing.